Event description:
It was reported that the customer had a bladder infection that she believed was affecting her blood glucose readings. The customer experienced high blood glucose levels of 515 mg/dl. Troubleshooting for her high blood glucose levels was done. The customer expressed not feeling well as a symptom of high blood glucose levels. The customer treated herself with a manual injection. Assisted customer with connecting the meter to program into the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.